Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to see insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer filled the tubing with approximately 50 units of insulin. Tandem technical support (cts) instructed the customer to disconnect from the luer lock; customer confirmed insulin was visible at the end of the cartridge pigtail. Cts instructed the customer to reconnect the luer lock to ensure it is straight and tight. Customer then filled for another 15 units of insulin; however, no insulin drops were visible. Cts instructed the customer to attempt to fill with another set of tubing; however, the customer did not have another set available. Customer stated a new set would be used and declined follow up from cts. The customer's blood glucose level was 323 mg/dl and was addressed with manual injections.